Event description:
The customer reported that there was a desaturation condition that led to the resuscitation of a pt because the alarms on the monitor had been "switched off".

Manufacturer narrative:
(B)(4). The customer reported that there was a desaturation condition that led to the resuscitation of a pt because the alarms on the monitor had been "switched off". Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.